Manufacturer narrative:
Reported complaints of high defib impedance and inadequate insertion were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header did not find any anomalies with the device and connector ports. Further electrical testing was performed, including pacer lead impedance and sensing, indicating normal device functionality. Longevity assessment found the device was operating above the elective replacement indicator (eri), within expected voltage range.

Event description:
It was reported that a patient exhibited high defibrillation impedance readings on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. X-ray was performed and there were no changes. The physician elected to explant and replace the ICD and rv lead. During the procedure, it was noted that the rv lead was not connected to the header of the ICD correctly. The patient was stable before, during, and after the procedure.